Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2 d8 h6 the following sections were corrected: b2 d1- brand name corrected. Catalog number, expiration date and serial number unknown g4 510k is unknown due to specific device not being reported h4 manufacture date unknown h6 a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to an infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6) - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm . (B)(6)- 315-35-00 - glnd kwire. (B)(6)- 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6)- 320-10-00 - equinoxe reverse. Tray adapter plate tray +0. (B)(6)- 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(6)- 320-15-05 - eq rev locking screw. (B)(6)- 320-20-00 - eq reverse torque defining screw kit. (B)(6)- 320-20-18 - eq rev compress. Screw lck cap kit, 4.5 x 18mm. (B)(6)- 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6)- 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6)-320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm . (B)(6)- 320-42-00 - equinoxe reverse 42mm humeral liner +0.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to bilateral infection. The implants were removed and temporarily replaced with 48mm spacers. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.